Event description:
During colonoscopy the clip deploying device failed to properly deploy a clip, essentially resulting in a misfiring of the clip as it was still attached to the end of the device when the device was retracted.